Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. The sales rep. Explained that the surgeon excised part of the pulmonary artery after the procedure and took photographs. He showed her the excised tissue and she noted properly formed staples but the anterior portion of the vessel did not appear to be contained within the staples themselves. She could not discern why but that the staples appeared to be formed appropriately on both sides of the cut line. The sales rep. Also clarified the number of cartridge firings. She indicated the first firing was normal and when the surgeon inserted the device for the second firing, pulled it back out, she was not clear on the reason, but asked that someone cycle that cartridge and reload the device. This firing was outside the patient and worked fine. The third cartridge was placed for the second firing in the patient and this cartridge was fired with no difficulty. It was the fourth cartridge, third firing inside the patient when bleeding occurred. Her recollection is that everything sounded normal; she could hear the motor and the cartridge fully fire and then return. She indicated that she observed the scrub tech rinse the jaws between each firing. She was present in the case because some of the surgical staff was new to this device and it was the 6th or 7th case for the surgeon. The thoracic surgeons in the account recently converted to ethicon devices in (B)(4) 2015. It was also indicated that the surgeon places a single port and then a 5 ¿ 6 inch incision to ¿preserve the muscle¿ for the patient and therefore, it is not a full thoracotomy incision. It was recalled that during the procedure, the surgeon noted that the tumor was very calcified and the pulmonary artery was difficult to access. After the issue with the pve35a, the surgeon was performing cardiac massage on the patient. The sales rep thinks the surgeon mentioned something about the lung lobe being in the way, therefore, needed to get the lobe out. A pse45a was loaded with a green cartridge and placed across the bronchus. The device would not fire. A battery issue was suspected, so the sales rep had the scrub rotate the battery and test fire the device with a new cartridge on the back table. The device fired fine. Another new green cartridge was loaded into the device and the device would not fire. The knife reverse button was used to open the device. A second pse45a was opened and used to complete the bronchus transection and remove the left upper lobe. The patient resuscitation measures were ongoing when the device issue occurred and continued after.

Event description:
It was reported that during an open left upper lung lobectomy procedure, on the third firing of the device, it misfired. The surgeon stated that the "staples didn't get around the pulmonary artery." The sales rep was present in the case but stated it was an open case and no camera was being used so could not see the surgical field. There was bleeding that the surgeon tried to control as a result of the misfire. According to the sales rep, the patient was given at least six units of blood and blood products. The surgeon was trying to get the bleeding under control which included "using the paddles and massaging the heart." There were four cartridge reloads used in the case and all four were the same lot number. No buttressing material was being used. The sales rep stated that they "worked on the patient for over an hour and that the death was called at 10:54am."

Manufacturer narrative:
(B)(4). Batch # m53z8c. See attached operative notes and autopsy report. The analysis found that one pve35a device was returned in good visual condition and with five cartridges reloads present. The reloads (a, b, c, and d) were received fully fired. The reload (x) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with two test cartridges reloads and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. G6: follow-up report number.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2016.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2017 staple microscopy observations: a package containing multiple vessels that included sections of lung and vessels for microfocus CT x-ray analysis was received in the cincinnati product inquiry lab on (B)(6). 2016. Within this package were two small vials each containing a staple segment labeled: staple 1 ¿ straight leg staple 2 ¿ bent leg the two staple leg segments were placed on separate sem sample stubs and visually examined were photographed with an optical microscope. A new pve35a staple (product code vasecr35) and a new ecr60g staple were placed on the sem sample holder and placed into the sem chamber for comparison. Staple 1 (straight leg); page 3 ¿ analysis of this staple showed that one of the tips shown in the lower left image on page 3 was cut in one direction, similar to a cut produced by a knife or scalpel. A scissors would most likely appear as a beveled edge with two cut edges. The opposite tip shown in the upper right image is the staple leg tip created by the staple manufacturing process. Energy dispersive x-ray (edx) analysis was performed on multiple locations of the cut surface to determine if any material from the cutting device was detected (pages 4-5). The surface of this cut was relatively free of tissue or dried blood. The edx spectrum of the base metal confirmed it is made from an alloy of titanium consistent with ti 3al 2.5v which is the alloy used in the staples. Of the surface area examined, there were only 2 small particles of material that were not titanium or dried tissue. One was a particle less than a micron in diameter and contained barium, sulfur and oxygen. This particle may be from barium sulfate and would not be a material that is used in any type of cutting implement. The other particle was about 2 microns in diameter and contained cobalt, chromium and tungsten. The source of this small particle is unknown and is not used in any of the components in any of ethicon endocutters. Staple 2 ¿ (bent leg); page 6 ¿ this segment was similar in length to staple 1 except it was bent in the middle of the staple. One end of the segment was the leg tip that had a beveled end that is produced by the manufacturing process. The other end had two facets that are typical when a wire is cut by a wire cutter or scissors. The surface of this tip was completely covered by dried tissue or body fluids (page 7). This prevented further analysis for material that may have come from the device that cut the staple. Staple diameter comparison; page 8 ¿ images of the 2 known staples (from the pve35a and the ecr60g) were taken at 250x and compared to images taken from the 2 staple segments from the investigation. These images show that the diameter of the 2 staple segments are closer to the diameter of the ecr60g staple and not the pve35a vascular staple. After completing the microscope investigation of the staples, the diameter of all 4 staples and segments were measured using a calibrated micrometer (calibration number 000967 calibration due date (B)(6). 2017). The nominal staple wire diameter for ecr60g is 0.0089¿ and the vascular staples are 0.0079¿. The results from the micrometer measurement are: ¿ ecr60g 0.0089¿ ¿ pve35a 0.00785¿ ¿ staple 1 (straight) 0.00895¿ ¿ staple 2 (bent) 0.00895¿ conclusions both the microscopy analysis and the micrometer measurements confirmed that both staple 1 and staple 2 were from the ecr45g cartridge that was used after the pve35a stapler was used. It is unclear what type of device was used to cut these two staple segments. One of the staples (staple 2) appeared to have been cut with a two sided cutting device similar to a scissors, while staple 1 appears to have been cut with a device consistent with a knife.

Manufacturer narrative:
Pi1-yo7bu4. Date sent: 12/7/2016. See attached tissue analysis results.